Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text: device not returned.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) level displayed as "high"; although, specific value was not provided. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.